Manufacturer narrative:
The following info concerning the eval of the device is a summary of the info documented by the cardinal health service dept tech. The cardinal health service dept tech evaluated the device and determined that the root cause of the reported event was that the device was out of calibration. Unrelated to the reported event the service dept tech found that the device was missing the spring from the alarm cap assembly and was missing the knob cap from the o2% control knob. The cardinal health service dept tech replaced the affected components and ran the device through a complete calibration and checkout to ensure that it meets all factory specs. Upon completion, the device was returned to the customer ready to be placed back into service. No component or system trend has been identified and this is considered to be an isolated incident.

Event description:
The following description of the event was documented by a cardinal health tech support specialist in response to a phone conversation with a user facility rep. "The customer is sending the unit in for repair secondary to at fio2 greater than 60% it does not deliver per spec the unit delivers 5% more than what it is set for issue was identified through bio-med through their verification of fio2 accuracy via known good external analyzer. No pt issues noted, I will process.